Manufacturer narrative:
At the time of the initial call, the customer did not have her pump and was unable to troubleshoot. She was urged to call back when she could perform troubleshooting, which she did on (B)(6) 2019. Customer service did not conduct troubleshooting with the customer due to the pain she was experiencing at that time. Replacement parts and accessories were sent to the customer and return of her original parts and accessories were requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The customer's parts and accessories were returned and they were evaluated with a medela lab sonata pump on (B)(6) 2019, which passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her sonata breast pump had low suction and she developed clogged ducts. The customer additionally alleged that she had thrush for which she was prescribed fluconazole.